Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis, with a blood glucose level over 400 mg/dl. The customer's nurse practitioner stated that the customer delivered a baby (B)(6) prior to the event and her doctor had lowered the customer's insulin level severely. The nurse practitioner also stated the customer uses an mmt-397 infusion set and last changed the infusion set 3 days before the event. Programming is correct and troubleshooting was performed. The insulin pump passed the fixed prime and high pressures tests. Nothing further was reported.